Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient experienced severe hyperglycemia due to an occlusion issue. Reportedly, on (B)(6) 2014, the patient¿s blood glucose (bg) reading was at 404 mg/dl with symptoms of dizziness, nausea, abdominal pain, vomiting and diabetic ketoacidosis. It was reported that the patient was treated with intravenous fluid by health care professionals at the emergency room. The patient allegedly remained on pump therapy without any recent adjustment to the pump settings. Customer technical support reviewed the event with the reporter. It was reported that the occlusions started on (B)(6) 2014 and it occurred with multiple sets of supplies. The reporter stated that the issue was not resolved with site/set changes. Review of infusion set and cartridge use techniques indicated that instruction for use were followed. The troubleshooting session was unable to determine the cause of the reported issue. This complaint is being reported based on the allegation that the patient experienced a severe hyperglycemic event related to an occlusion issue with the pump of unknown causes.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found no cosmetic damages. Review of black box data found multiple occlusion alarms due to high force. The total daily deliveries added up correctly and reflected the user¿s programmed basal settings. The battery cap was returned and used in the investigation. The pump powered up with auditory and vibratory features. No tactile issue was observed with the buttons. The force sensor calibration reading and the pump delivery accuracy were within specifications. Bolus exercises were completed and recorded correctly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The reported occlusion issue was verified in the black box but not duplicated in the investigation.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.